Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that the patient was referring to the trial device the lead broke during their trial and had to be removed

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the model number of the lead was not known. The hcp confirmed that the issue was resolved and the issue was resolved by repeating the trial on (B)(6) 2024.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and urinary dysfunction (incontinence, urgency, and/or frequency). Their trial start date was not provided. It was reported that the patient was experienced a lead migration or dislodgement. The patient was also experiencing pain. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID neu unknown lead , lot# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.